Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a heart surgery on (B)(6) 2016 and suture was used. During the procedure, the needle bent in a row when knotted suturing at the breastbone. There was no adverse consequence to the patient.